Manufacturer narrative:
Submit date: 10/12/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports: there is a leak of liquid before the chamber. There was no patient involved.